Manufacturer narrative:
(B) (4) (haptic stretched out of shape):. Results - (other): a lens work order search was performed and no similar complaints were found within the work order. Conclusions - based on the complaint history and work order search, a specific root cause of the event could not be determined. (B) (4).

Event description:
The reporter stated the surgeon was leading a 12.6mm micl 12.6 implantable collamer lens and noted the haptic had stretched out of shape, like putty. The lens was not torn but the surgeon did not feel comfortable using the lens so decided to use the back-up lens. There was no patient contact. The reporter stated the surgeon felt the lens was defective.